Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set was leaking events on (B)(6) 2024 respectively. The infusion sets had been used for 4 days. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4. E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR (B)(4). MDR 8021545-2024-04110. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes and date returned to mfg was added as well.